Manufacturer narrative:
The pod was received with the soft cannula deployed. Corrosion was observed on the pcb assembly and the battery voltages of all three batteries were measured to be lower than expected. All attempts to retrieve the data from the pod were unsuccessful due to the evidence of fluid ingress. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula that resulted in fluid leaking inside the device. This internal fluid leak contributed to the corrosion that prevented data retrieval and contributed to the low battery voltages. Without the data, it could not be determined if a hazard alarm was generated by the pod or if the internal leak contributed to the reported alarm. The exact cause of the reported event could not be determined.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. Treatment information was not provided. The device was originally reported for that the pod's had a hazard alarm during operation.